Event description:
It was reported there was an overinfusion of tpn. A lvp (large volume pump) module overinfused, but the hospital does not know which of the reported pumps was the suspect. The pump was set to infuse 35ml, but instead infused the whole bag of 200ml in 7 hours. The customer stated the event was discovered when the nurse noted low volume in the bag. Blood stick glucose was reported "hi" and the arterial blood gas electrolytes were out of normal range. Insulin was given to counteract the event. Follow-up labs showed that the blood stick glucose slowly decreased after new fluids were hung and insulin drip was discontinued once the glucose level was 209. This event happened in the nicu. The patient was harmed, but not permanently. Although requested, further information not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed on the reported event date, both devices were programmed to infuse guardrail IV fluid tpn (drugid=171) at the same time, at different rates. Both devices were channeled off prior to completing the infusions. Note: the review of the log on the incident date did not identify an infusion with a vtbi of 35ml nor was an infusion of insulin started on this system. Inspection of the event administration sets showed no anomalies. Testing of the event administration sets showed the pumping segment of one set was out of specification. The system was being used for treatment purposes. Channel a lvp sn (B)(6). Disassembly of the pumping mechanism showed no anomalies. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened. Channel b lvp sn (B)(6). Disassembly of the pumping mechanism showed no anomalies. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened. Note: the pumping mechanisms were disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s complaint of an over infusion was not identified. Inspection: pri tubing model: 2420-0007, lot: unknown qty. 2. The returned used administration sets (model 2420-0007; lot: unknown) were received in good condition attached to a split adapter at the drip chambers. The drip chamber of the adapter was attached to a used empty 500ml braun bag, lot #unknown, exp date unknown, neonatal parenteral nutrition. One of the sets was received with a filter attached to the distal end of the set. The returned administration sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Lvp sn (B)(6) (channel a). The device was received in good condition. The instrument seal was intact. Dried fluid observed on the male iui. Dried fluid observed on the female iui. Dried fluid observed on membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Bezel was disassembled and observed in good condition (date code: may 2019). Lvp sn (B)(6) (channel b). The device was received in good condition. The instrument seal was intact. Dried fluid observed on the male iui. Dried fluid observed on the female iui. Crushmarks observed at the upper fitment of the tube guide which is indicitive of a set misload. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Bezel was disassembled and observed in good condition (date code: may 2017) log analysis results: the customer reported an event date of (B)(6) 2021 at 2 am. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 4:56 pm on (B)(6) 2021; new patient and same profile selected. At 2:16 am on (B)(6) 2021, while programing a delay on suspect device lvp sn (B)(6) (channel b), the user modified the time of day to 5:00 am. The clock did not re-sync to the correct time until the next pcu power on. Channel a lvp sn (B)(6). At 2 am on (B)(6) 2021, the suspect device was infusing guardrail IV fluid tpn (drugid= 171) at a rate of 3.9 ml/hr. At 3:23 am, the suspect device was selected and changed the rate to 3.4 ml/hr. At 3:52 am, the suspect device alarmed for patient side occlusion and was restarted. At 3:59 am, the suspect device was selected and changed the rate to 1.5 ml/hr. At 4:24 am, the suspect device was channeled off. At 4:59 am, the suspect device alarmed for flo stop open for seven (7) seconds before restoring the infusion of tpn (drugid= 171) at a rate of 1.5 ml/hr (vtbi= 63.747 ml). At 5:00 am, the suspect device alarmed for patient side occlusion and was restarted. At 5:17 am, the suspect device was paused and channeled off. Channel b lvp sn (B)(6). At 2 am on (B)(6) 2021, the suspect device was infusing guardrail IV fluid tpn (drugid= 171; same druginfusing= drugid=607) at a rate of 1 ml/hr. At 3:52 am, the suspect device alarmed for patient side occlusion and flo stop open (3 seconds) before being restarted. At 4:24 am, the suspect device was selected and changed the rate to 0.5 ml/hr. At 4:56 am, the suspect device was channeled off. Note: the review of the log on the incident date did not identify an infusion with a vtbi of 35ml nor was an infusion of insulin started on this system. Test results: pri tubing model: 2420-0007, lot: unknown functional testing was performed on the returned administration sets. No anomalies were observed. Concentricity testing was performed on the primary administration sets¿ pumping segments. The pumping segment of one set was found to be slightly out of specification. Lvp sn (B)(6) (channel a) timed rate accuracy testing (dir 10000360036) was performed using the source device sn (B)(6) and the returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Lvp sn (B)(6) (channel b) timed rate accuracy testing (dir 10000360036) was performed using the source device sn (B)(6) and the returned pcu sn 15000644 to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir 10000360063), 1503-001-006-r rate accuracy test method (dir 10000360036). Device history review: lvp sn (B)(6) (channel b). A review of the device history record showed the device had a manufacture date of 07/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was an overinfusion of an unspecified medication. A lvp (large volume pump) module overinfused, but the hospital does not know which of the reported pumps was the suspect. The pump was set to infuse 35ml, but instead infused the whole bag of 200ml. The customer stated the event was discovered when the nurse noted low volume in the bag. Blood stick glucose was reported "hi" and the arterial blood gas electrolytes were out of normal range. Insulin was given to counteract the event. Follow-up labs showed that the blood stick glucose slowly decreased after new fluids were hung and insulin drip was discontinued once the glucose level was 209. This event happened in the nicu. The patient was harmed, but not permanently. Although requested, further information not provided.